Event description:
A user facility reports that the optic of the intraocular lens (iol) cracked after it was inserted in the eye. The iol was cut in half and removed during the same surgical procedure.